Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Potential causes for the issue experienced are: dressing not applied properly, without creases and fixation strips; filter/port not adhered to dressing correctly; connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked causing a blockage; dressing integrity has been compromised the pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. It was reported that two dressings were applied that overlapped. As stated in the IFU for this product; ¿when applying dressings next to one another, ensure the dressing borders do not overlap.¿ the IFU must be directly followed to ensure safe and proper use of the device. The incorrect placement of the two dressings could have caused have contributed to the reported failure mode. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. The conclusion of this investigation is that the most probable root cause is user variance. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient has two pico 7 pumps on (B)(6) 2019 between 11-12 edt, there has been "a little bit of trouble establishing vacuum." It then worked but it only until about 4:00 pm edt and "we had to reset." The spouse reported that what she is getting now is orange light next to the okay green light that they understand as not establishing "a vacuum." The spouse confirmed that she pushed the orange button to "reset." She could then tell that the vacuum was working, but pushed the orange button, the ok green light "comes out" as they could hear it suctioning, but then it goes oft. The spouse reported that the two dressings somewhat overlap each other. The spouse confirmed that the surgeon had applied a clear strip around the edges and that it seems to be smooth. Instructed the spouse and patient troubleshooting for air leak alarm such as smoothing down the dressing and around the edges. Since they have an extra fixation strip, this nurse also instructed them to put additional tape around the edges but made them aware that it may still not work because per clinical guideline, overlapping dressings may compromise the delivery of npwt. They were referred back to the prescriber to relay this information.